Event description:
It was reported that the atrial lead exhibited a fracture due to clavicular crush. The lead was capped. There were no adverse events associated with the lead fracture. The patient was in good health.

Manufacturer narrative:
.